Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 311 mg/dl. Customer treated with syringe. No troubleshooting done, customer threw the infusion set and reservoir. The customer was advised to do a complete set change as soon as possible. Customer was advised to call back if alarm reoccurs in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.